Event description:
It was reported that the implantable cardiac monitor was undersensing premature ventricular contractions (pvc's). It was noted that the device was at the most sensitive setting. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).